Event description:
It was reporoted a naviflex introducer was inserted and used during a percutaneous transluminal angioplasty (pta) with stent implantation without difficulty. During removal of the naviflex, sheath, friction was encountered and the sheath tore in several different places. The physician had a difficult time getting the introducer out; however always grasped the introducer by hand as close to the pt as possible. The pt was bleeding until the sheath was totally removed; manual pressure was applied. Fluoroscopy confirmed no parts of the introducer were retained in the pt. The pt was reportedly doing well.